Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels due to the non-tandem infusion set after the second day of wearing the infusion sets. Additionally, the customer was changing the infusion site every 48 hours due to having a physical job. Multiple attempts were made to obtain additional information; however, no further information was provided.